Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It should be noted the hi-torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, a maude report was received on (B)(4) 2015 with the following additional/discrepant information: event date (B)(6) 2014. Event description: the patient was ultimately discharged to a skilled nursing facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014, the balanced middle-weight (bmw) universal guide wire was used successfully during a procedure in the pulmonary artery with no reported device or procedure issues noted. Reportedly, there was no resistance noted during the procedure. On (B)(6) 2014, during a planned computerized axial tomography (cat) scan for an unrelated issue, it was discovered that the tip of the bwm universal guide wire had separated and was inside the patient's anatomy. On (B)(6) 2014, the separated tip was snared and removed from the patient's anatomy. The patient has been discharged with no reported adverse sequela. There was no additional information provided.